Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose was over 400 mg/dl. Customer had treated their blood glucose with the insulin pump. It was also found the customer was feeling itchy due to their high blood glucose. Troubleshooting found the customer had no delivery alarms in their alarm history. It was also unknown whether the customer had a bent cannula as they did not remove their infusion set. Customer also stated they were unaware of the no delivery alarms and used the infusion set for three days. Customer stated that may have caused their high blood glucose. Advised the customer to change out their entire infusion set, reservoir, and insulin. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.